Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to surgery date. As mentioned in initial report, the patient was not cooperative, and the docking procedure was quite long. Treatment report shows the docking is not optimal, image shows fluid under patient interface throughout the applanation surface, and a decentered docking. Suction time of hundred and thirty-eight seconds is also an indicator that valid suction achievable was problematic. Long suction times can lead to higher variability in the flap thickness results. Company representative on site during surgery advised surgeon not to perform surgery, as the applanation was not centered, but surgeon proceeded anyway. Again, the company representative advise against lifting the flap because there was no certainty that the side cut was fully performed, but user ignored this advice also.where canal is expected to be seen, there is a white cloud formation to be seen. This might be an indicator that opaque bubble layer occurred already at the time canal was being performed. No technical root cause was identified. Based on the provided information by reporter, the root cause is user handling. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported challenges in achieving suction due to a patient's uncooperative behavior, hindering proper eye fixation and relaxation. Following the suction attempt, successful docking occurred, resulting in a more centered flap, albeit still slightly off-center. Despite noting the slight displacement, the surgeon opted to proceed with flap cutting. The flap creation concluded successfully, concluding the procedure. A bandage contact lens was applied to the patient, and minor bleeding (heme) was observed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).